Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenal bulb during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip locked onto tissue and failed to release from the catheter; however, after cutting the wire, the clip released from the catheter with some difficulty and subsequently the clip fell off from the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted that the handle had been cut from the device and the coil and control wire were cut. The device was ball end separated and the clip assembly was not returned. It was also noted that there was a kink in the control wire. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenal bulb during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip locked onto tissue and failed to release from the catheter; however, after cutting the wire, the clip released from the catheter with some difficulty and subsequently the clip fell off from the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.